Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx voyager catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly tortuous and moderately calcified patient anatomy, such that the balloon ruptured upon the first inflation at 8 atmospheres (atm), which is below the rated burst pressure of 14 atm. Without the return of the device, a definitive cause for the reported balloon rupture cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All balloon catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Event description:
It was reported that during a procedure in the right coronary atrial ventricular artery, the rx voyager balloon ruptured while predilatating the lesion at 8 atmospheres during the first inflation. There was no adverse patient effect. The artery was described as mildly tortuous, moderately calcified, and 95% stenosis. Though requested, no additional information was provided.